Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager drawer was not working and latch was failed. A field service engineer (fse) confirmed the customer reported as sporadic remote manager failures. Upon arrival, fse used the hardware test application but could not duplicate any faults. Fse adjusted the hasp fit to the housing, tightened all connections, and serviced the latch with conductive grease. Hardware test application for this device and storage space was performed successfully. The customer agreed to monitor and advise if issues recur. Service was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager was not working, latch would not go in the hole, user was able to unlock it and recovered the door. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.